Event description:
It was reported that the right ventricular (rv) lead had out of range high impedance and no capture at max pacing output. Fracture was suspected. Noise could not be produced with motion. The rv lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).